Event description:
A pt was prepped for a CT fluoro procedure. Prepping the pt included insertion of a spinal needle for contrast injection. When the technician attempted to activate the CT fluoro mode to perform the study, the CT unit sounded as if it attempted one helical scan, and then the system locked up completely. Users attempted unsuccessfully to reboot the scanner, then elected to abort the study and removed the pt from the table. An identical event has happened with this unit in 2002, 2003. Each time, various parts were replaced by siemens service who were not able to duplicate the problem, but felt that they had replaced the component(s) likely to have caused the problem. MFR's (siemens) service tech came and checked the unit following this event, as they have following the other three similar events. The tech was called to investigate the lockup problem. It is not the case that the lockup coincidentally happened following a visit by the service rep. In this case, service rep stated that he was advised by his tech support dept that the "screen saver" on the CT workstation had been enabled. This is not related to the screen saver coming on. Apparently the enabling of the screen saver in this windows nt based system can cause the system to lock up as described. It is believed that siemens is saying that the screen saver, which is a part of windows nt, should never have been enabled, and that they are finding that in situations where the screen saver somehow got enabled this causes problems. Siemens had initiated this repair as a pt safety related report and says they will be investigating for root cause. It is believed that they have not decided whether this is a hardware or software issue. Reporter is concerned that: this problem was not identified in previous service visits; the screen saver must have been enabled by a MFR service tech, as this is not normally a user accessible setting; this info is evidentally not known to the service organization and user community. Rptr asked to see some documentation of this in writing, i.e. A technical service bulletin issued to field engineers and has not yet been provided with it; failures of this kind lead to delays or lack of treatment of pts, not to mention the trauma to pt of being prepped, etc, only to have the test aborted or repeated later.